Event description:
It was reported that a patient presented with p wave amplitude variation noted on the patient's right atrial lead. The lead was repositioned on (B)(6) 2024. The patient was stable throughout.